Event description:
It was reported that the cannula was broken off at the first thread. Medicon's observation: found the tip of the cannula was broken off by approx. 5mm. The broken off tip is still in the patient's left femur.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample has been returned, but the evaluation has not been completed. With the information received to date, the result of the investigation is inconclusive and the root cause is unknown. This report is being submitted because the same or similar items are being sold in the united states.